Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation, mitral stenosis and heart failure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mitral regurgitation (mr) with a grade of 4+. One clip (80430u157) was implanted, reducing mr to 1-2. On (B)(6) 2019, the patient presented with heart failure, pressure gradient (mitral stenosis) of 11mmhg and increased mr, with a grade of 4. A second mitraclip procedure was performed for treatment. The clip delivery system (cds 90202u138) was advanced to the mitral valve, and the clip was implanted. The gradient remained at 11mmhg and the mr remained at 4. No additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. In this case, there was no reported device malfunction associated with the clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of mitral stenosis, worsening mitral regurgitation (mr) and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.